Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medica canada for evaluation. The customer's report was not replicated or confirmed. The device passed all testing using known good accessories and the returned multifunction cable and CPR adaptor without duplicating the report. The device was recertified and returned to the customer. A log review could not confirm or refute the customer's report as the event date was not confirmed. The pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.